Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped and hit ground, and touchscreen became unresponsive so customer could no longer interact with pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a warranty replacement pump, with no additional outcome details reported.